Event description:
A customer reported experiencing ongoing intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and continued using the same insulin pump